Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005--patient had a "mesh" (alleged bard/davol composix kugel) placed in her abdomen to treat a hernia. Post operatively, it is alleged the patient began to experience pain and suffering due to the "defective" composix kugel mesh. After several visits to her primary care physicians and specialists, it was determined that her pain and discomfort was a result of the "defective mesh." Ni/ni/ni-- the patient underwent a second operation to remove the composix kugel mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show the patient underwent additional surgeries post implant which included explant of the bard/davol composix kugel hernia mesh due to "infected mesh." The medical records do not indicate any device issue with the mesh and the cause of the abscess/infection is not indicated. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ in addition the medical records indicate a portion of the bard/davol composix kugel hernia mesh was implanted in the patient. The instruction-for-use for the composix kugel state " do not cut or reshape the bard composix kugel hernia patch , as this could affect its effectiveness. Care should be taken not to cut or nick the pet recoil ring." With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - patient underwent laparoscopic reduction of ventral incisional hernia, oversew of serosa of small bowel and laparoscopic repair of ventral incisional hernia with implant of an alleged portion of a bard/davol composix kugel hernia mesh. On (B)(6) 2015 - the patient was diagnosed with a small abdominal wall abscess at the level of the mesh and underwent irrigation & debridement (I&d) of the abdominal wound. Per the medical records provided, there was "no obvious defect in the mesh, no bilious drainage or stoll to indicate fistula." On (B)(6) 2015 - the patient underwent a wound vac dressing application procedure to help assist with the abdominal wound closure. On (B)(6) 2015 - the patient was diagnosed with an "infected mesh" and underwent excision of the alleged bard/davol composix kugel hernia mesh. The medical records for this procedure state there were no bowel adhesions directly to the mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to report the product identifier and the lot number for the composix kugel mesh device. With the current information no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - patient underwent laparoscopic reduction of ventral incisional hernia, oversew of serosa of small bowel and laparoscopic repair of ventral incisional hernia with implant of an alleged portion of a bard/davol composix kugel hernia mesh. On (B)(6) 2015 - the patient was diagnosed with a small abdominal wall abscess at the level of the mesh and underwent irrigation & debridement (I&d) of the abdominal wound. Per the medical records provided, there was "no obvious defect in the mesh, no bilious drainage or stoll to indicate fistula." On (B)(6) 2015 - the patient underwent a wound vac dressing application procedure to help assist with the abdominal wound closure. On (B)(6) 2015 - the patient was diagnosed with an "infected mesh" and underwent excision of the alleged bard/davol composix kugel hernia mesh. The medical records for this procedure state there were no bowel adhesions directly to the mesh.